Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m5614y. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a gastric resection procedure, ¿during the intervention, while was done the anastomosis between jejunum and esophagus, in the green range the device cut but didn't apply the clips. The "click" feedback was heard. The clips were not found inside the stapler neither on the patient. No patient aes have been reported. The procedure was finished by using a new device.¿